Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Migration, bending, fracture or loosening of the implant are possible adverse effects and complications listed in the package insert. The user facility is foreign; therefore a facility medwatch report will not be available. The plates remain implanted at this time, therefore no product is available for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the surgeon performed a bilateral sagittal split osteotomy on (B)(6) 2015. It is reported two trauma one plates were implanted and the mandible was extended 5mm. Approximately one month after surgery it was identified in an x-ray that the right plate had a fractional crack. After three months it was identified both plates were broken. The surgeon decided not to remove the plates at that time because the patient's outcome was good and the bone was healing well. It is reported the surgeon is planning a revision but the date is unknown at this time.